Event description:
It was reported that on (B)(6) 2011, the patient underwent a promus stenting procedure in a previously non-abbott stented, 70% or more stenosed lesion in the mid right coronary artery. The area was covered by a new stent, however, a possible dissection occurred. A second stent was implanted overlapping the original non-abbott proximal stent and new mid right coronary stent. A total of two promus overlapping stents were implanted at the index procedure, one 2.5 x 28 mm and one 2.75 x 12 mm. The targeted area was generally widely patent with the exception of a mildly eccentric area near the acute margin either from resistant stenosis, residual waisting or minimal protrusion. On (B)(6) 2011, the patient was hospitalized with recurrent unstable angina and underwent percutaneous coronary revascularization in the index lesion for in-stent restenosis and in the posterolateral branch for a 90% stenosis. The treatment was successful and the patient was discharged on (B)(6) 2011. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: stent: 2.75x12 mm promus, cypher other: plavix, aspirin. The 2.75 x 12 mm promus is being filed under a separate medwatch MFR number. (B)(4: indication for use, device placed in previously stented restenosed lesion. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Factors that can contribute to the stent not being fully apposed to the vessel wall include, but are not limited to, improper or inadequate crimping at the time of manufacture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique during use of the product, an interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or undersizing of the vessel. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all stent delivery systems (sds) are confirmed by various quality checks to verify visual, functional and dimensional specifications, including proper balloon dimensions, and proper stent placement. Additionally, a sampling of units is destructively tested to verify proper inflation and stent deployment. Return of the promus stent delivery system may have aided in the investigation and determination of cause. There was no note of any damage to the sds or stent implant observed prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulties experienced. Dissections, angina and restenosis are known adverse events as listed in the promus instructions for use (IFU). A conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined. It was reported the promus stent was used to treat a lesion with in-stent restenosis. It should be noted the IFU states: the promus everolimus eluting coronary stent system (promus stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. Safety and effectiveness of the stent have not been established for subject populations with in-stent restenosis. However, it does not appear that the use of the promus to treat in-stent restenosis contributed to the reported difficulties. A review of the lot history record revealed no nonconforming material records that could have contributed to this incident. Additionally, a query of the complaint handling database for the reported lot revealed no similar incidents reported for difficult to deploy. There is no indication of a product quality deficiency.